Manufacturer narrative:
Internal complaint reference (B)(4). H10 a1, a2, a3: patient information updated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal root repair, two small metal pieces of the upper jaw of the firstpass mini suture passer broke, when it was attempted to pass the suture through the patient's meniscus. The two metal fragments were recovered with approximately 30 minutes of delay to the case due to the need for a c-arm to locate the second piece. The procedure was completed using a s+n back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H11 a1: patient identifiers updated.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The suture capture has been disconnected from the upper jaw. The returned suture capture is fragmented into two pieces and is deformed. Bio debris is present. No other visual deficiencies. A functional evaluation showed pulling the lever will close the jaw and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force, tissue thickness. Damage or debris in the device tip between passes). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.